Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter stated her blood glucose had been running high all day. She was admitted to the hospital with a blood glucose >500mg/dl. She was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.